Event description:
It was reported that this valve was explanted after about 5 yrs implant duration due to valvular dysfunction. The model, size, and serial number are unk. This valve was explanted at a different hosp than the one at which the pt had the vale implanted. Therefore, no further info was available on the case.

Manufacturer narrative:
Device not returned.